Event description:
It was reported that the ventilator failed the pressure transducer and flow .transducer tests during pre-use check. . There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
The reported issue has been confirmed during evaluation of received problem description and service report. No log files were provided. The ventilator was investigated on site by our field service engineer (fse) who found that air gas module was defective. After replacement of the air gas module, the ventilator was tested and it passed all functional and safety tests and was cleared for clinical use. The replaced air gas module was discarded by the customer and not returned to us for further investigation. Since no parts were returned for investigation, the root cause of the event has not been determined.

Event description:
Manufacturer's ref. #: (B)(4).